Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that approximately 15 months post-implant of a bifurcated device, 2 suprarenal aortic extensions, and bilateral limb extensions a computed tomography scan revealed a type iii endoleak between the aortic extension and bifurcated device. Reportedly, the patient presented in the emergency room with back pain and hypotension due to a ruptured aneurysm. The patient was treated with an additional aortic extension, which successfully corrected the endoleak. It was reported the patient expired the following day due to loss of blood.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Computed tomography angiogram images were provided and reviewed by a clinical representative. Review of the images suggests the cause for the reported endoleak is related to patient anatomical conditions; or inadequate overlap between the stent grafts. There is no indication that the device may have caused or contributed to the event. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.